Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements of greater than 200 ohms in all shock vectors, intermittent right ventricular (rv) noise, oversensing, and inappropriate shock. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.